Manufacturer narrative:
In initial report, device manufacturer year was inadvertently provided as year 2015, however, the device manufacturer year is 2014 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). The system was evaluated by a field service engineer. All modes of operation and calibrations were verified and no failures were detected. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in a vitrectomy surgical procedure. The surgery center indicated the chamber collapse and the lens was aspirated. The surgery center indicated the anterior chamber collapse occurred in phaco, but phaco finished without noticing posterior capsule breakage. It is unknown whether it broke at the time of anterior chamber collapse, or whether it had broken before it. After that surgeon noticed a broken bladder at the time of irrigation and aspiration segment, but sudden removal with bladder because the bladder was erroneously aspirated and the zonules were broke. A vitrectomy procedure was performed. The wound was expanded to about 2.8 mm to 4.0 mm and the iol was sutured to the ciliary body. This report is for the phacofragmentation unit. A separate report will be submitted for the tubing pack.